Manufacturer narrative:
Sc-1140 (sn: (B)(4)). Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.